Event description:
According to the available information, this complaint concerns a female end user of the speedicath female catheter. It is reported that one day, the end user had heavier bleeding into self-catheterization. The end user inserted the catheter into the bladder 1/2 inch more after urine started flowing. When it was time to withdraw the catheter, it is reported that it felt like the catheter got stuck and it felt like she scraped the bladder with the eyelet. She noticed blood in her urine and on the catheter and a bit of tissue on the catheter. It is reported that the end user required a scope procedure. No further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.